Event description:
This complaint came to carefusion via a maude report number (B)(4): (B)(6) 2013 a micro nerve hook was used to establish and epidural plane. However, at the point, the tip of the blunt nerve hook had broken off 2013 CT scan, no foreign bodies are identified on the scout images. The mucosal surfaces of the nasopharnx, orpharynx and hypopharynx are normal in configuration. The fat planes of the neck are preserved. The parotid glands are submandibular glands are normal in configuration. Minimal edema is noted within the left jugular vein. This is likely postoperative related to the pt's recent anterior corpectomy and interbody fusion. The anterior fusion extends from c5 through c7. Stranding is noted in the fat planes of the right neck anterior to the sternocleidomastoid muscle consistent with operative approach. The vascular structures appear normal in caliber. No metallic foreign body is identified in the neck. Specifically, no foreign body is identified along the right neck at the level of the fusion. Degenerative changes are noted in the spine. There is a central spinal canal stenosis most pronounced at c5-c6. Multilevel foraminal stenosis is noted. The osseous structures of the mandible and skull base are intact. The visualized intracranial structures are normal. The orbits are normal in appearance. The parnasal sinuses are well aerated as are the mastoid air cells and middle ear cavities. Impression: post surgical changes, no foreign body identified.

Manufacturer narrative:
(B)(4): carefusion has attempted on several occasions to obtain the device for evaluation. Carefusion will continue to try to obtain. If the device is evaluated a follow up report will be issued.

Manufacturer narrative:
(B)(4) : review of the device history record does not show any deviations or rejections related to this reported failure. There are no other complaints with this failure mode for the last 2 years. The device was not provided but carefusion did have a lot number and were able to provide the above information.